Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-33, lot# v887374, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
More than two years prior, it was reported the patient never had therapeutic effect since implant. A loss of bladder control was noted. Information received as of the date of this report indicated the patient underwent a 2nd surgery in december 2012 and it ¿didn¿t do a thing.¿ the patient reportedly heard the doctor ¿didn¿t hook up 2 places, there was only 1.¿ this ¿didn¿t work.¿ it was unclear was this referred to. The patient did not think the doctor ¿connected everything.¿ it was also noted that since that surgery, the patient could not ¿lay good¿ on their left side. It was stated the ¿they could not seem to get it to work¿ and ¿could not fix it.¿ a follow up report will be sent if additional information is received. The timeline of the event was unclear. Per manufacturer¿s device registry, the patient had the system removed and replaced in december 2012. Refer to manufacturer report #3004209178-2014-09764. The referenced report captures the patient¿s experience with the previously implanted system. Many of the issues reported were similar in nature.

Event description:
Additional information received reported that the manufacturer representative didn't recall if they were at all 3 surgeries but thought they did attend 2 of the surgeries. Additional information received reported that the patient device was originally placed in (B)(6) 2010 and after the device was originally placed the patient had a total of 2 revision surgeries. The second revision surgery took place on (B)(6) 2012 and the manufacturer representative was present at both surgeries. Refer to manufacturer report # 3004209178-2014-09764 for information regarding the patient's first revision surgery.